Event description:
It was reported that a patient was implanted with an impella cp and lost pulses in the left lower extremity. The impella cp was removed and replaced. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome. There is not enough evidence to exclude the impella cp pump 1 as an associated factor to the patient's outcome.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30356. B5 mso statement the first impella cp started a cascade of events, for further events related to manufacturer device report 1220648-2025-30356, see manufacturer device report 1220648-2025-30359. H1 type of report was erroneously selected on the initial manufacturer device report number. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30356.